Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) recently received a shock. However, since the device was at end-of-life, the physician was unable to review the device shock history to determine if the therapy was appropriate. The physician subsequently explanted and replaced the device due to normal battery depletion. During the procedure, it was noted that the right ventricular (rv) lead had insulation damage. The physician surgically capped and abandoned the lead, and a new rv lead was implanted to resolve the event. No additional adverse patient effects were reported. The explanted ICD is expected to be returned for analysis, and the rv lead remains implanted, but capped and out-of-service.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. E1: initial reporter phone number is (B)(6) reported here as phone number exceeded character limit for designated field. Investigation summary: boston scientific concludes that although the complaint device was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Inappropriate shock therapy is a known inherent risk of the use of this product. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device risk review: a risk review performed for the incepta-energen-punctua device confirmed that the event of inappropriate shock is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the incepta-energen-punctua device is acceptable. Device technical analysis: the complaint device was not returned to boston scientific therefore, product analysis could not be performed. However, inappropriate shock therapy has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: at this time, no further actions are considered necessary as inappropriate shock therapy is a known inherent risk of the use of this product and this is documented in the labeling.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) recently received a shock. However, since the device was at end-of-life, the physician was unable to review the device shock history to determine if the therapy was appropriate. The physician subsequently explanted and replaced the device due to normal battery depletion. During the procedure, it was noted that the right ventricular (rv) lead had insulation damage. The physician surgically capped and abandoned the lead, and a new rv lead was implanted to resolve the event. No additional adverse patient effects were reported. The explanted ICD is currently in transit back to boston scientific for analysis, and the rv lead remains implanted, but capped and out-of-service.